Event description:
It was reported the touch pen is not insync with the screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the pen would not sync with the screen. As a result the bezel overlay assembly was replaced and the stylus was calibrated. It was also noted that the tabs were broken off of the power cord door. Concomitant product: product ID 229047 analyzer. (B)(4).